Event description:
It was reported that, when the console was turned on, the error code 131 appeared and the laser could not used. The laser was restarted and, after two minutes of use, the same error appeared. The procedure was aborted. No patient complications were reported. This event is being reported for an aborted procedure with the patient under general anesthesia.

Event description:
It was reported that the laser console could not be used, the laser vela xl was turned on, but the error code 1319 appeared. The users then switched off the laser and switched it on again after 2 minutes the same error came up. The patient was under general anesthesia and could not be treated, the procedure was cancelled. No patient complications this is being reported for a cancelled procedure with a patient under general anesthesia or sedation status unknown.

Manufacturer narrative:
Boston scientific concludes that the unit was not return for analysis; therefore, no physical evaluation was able to be performed. However, the unit was evaluated on site, and it was determined that a replacement of the laser was necessary. Based on this information, the reported event was confirmed, the reason for device displays error message was most likely determined to be a defective laser console. Furthermore, the replacement of the laser console resolved the complaint. Based on the information available a conclusion code of cause traced to component failure was assigned to this investigation.